Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels. Customer mentioned that on (B)(6) 2018, they went under 50 mg/dl. The customer stated was new to the pump and had low blood glucose readings for an entire week. The customer was not wearing the sensor during this time. The customer treated the low blood glucose readings with glucose tabs and apple juice. There was no indication that the insulin pump over delivered insulin. The product is not expected to be returned for analysis.